Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: igtcfs-65-1-fem-celect-pt. Expiration date: unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description of event according to complainant: during a filter retrieval, filter migration was noted on a cavagram. The filter migrated about 1 cm from initial placement. Due to migration, the filter tilted and the filter was unable to be retrieved. Patient is asymptomatic. Patient outcome: device remains in patient. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: patient medical history is unknown at this time and only one image is available. No imaging from the initial placement is available. Therefore, it is not possible to comment on the migration. However, it is reported that the filter has migrated 1 cm. Filter movement is defined as greater than 2 cm of movement in either cranial or caudal dimension. 1 cm is not defined as significant. The imaging review revealed that the filter was tilted and had perforated by at least one filter leg. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. The root cause for this event cannot be determined based on the available information. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: during a filter retrieval, filter migration was noted on a cavagram. The filter migrated about 1 cm from initial placement. Due to migration, the filter tilted and the filter was unable to be retrieved. Patient is asymptomatic. Patient outcome: device remains in patient. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.